Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with decanav catheter, and the patient experienced pericardial effusion treated with pericardiocentesis. The patient suffered a pericardial effusion while mapping premature ventricular contractions (pvc) in the right and left sides of the heart. The physician started by inserting the decanav and mapping in the right atrium (ra) and right ventricle before placing it in the coronary sinus (cs). A soundstar catheter was also placed in the ra. The physician then performed a transeptal puncture, inserting the optrell catheter in the left ventricle to map. They couldn't quite map up to the coronary cusps, so they exchanged the optrell for a thermocool smarttouch sf to map only. No ablation was performed in the procedure. The patient complained of back pain and needed to urinate. Intracardiac echocardiogram with soundstar revealed a right-sided pericardial effusion. They stopped the case and observed the effusion for several minutes, as the patient's blood pressure was stable. After five minutes the blood pressure began to drop. Interventional cardiology was summoned to perform pericardiocentesis, and about 150ccs of blood was removed and a drain was secured in place. The patient's blood pressure stabilized, neo was stopped, and the patient was being observed. The physician stated they believed the placement of the decanav catheter into the cs may have caused the effusion, as it was determined to be a right-sided effusion. No steam pop was noted. One transseptal puncture site was performed during the procedure. There was no error messages observed on biosense webster equipment during the procedure. The outcome of the adverse event was fully recovered, and the patient still has pvc¿s. The sedation used was conscious sedation. The patient stayed the night in the hospital but effusion resolved.

Manufacturer narrative:
4. Weight of the patient 83.5. 4. Weight unit is unknown. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. The provided lot number was not recognized by the system. As a result, the mre review cannot be conducted. Should the correct lot number be made available at a later date, the complaint file will be reopened and an mre review will be performed and documented. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).